Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device's tissue pad fell into the patient and they were able to retrieve the tissue pad through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Damaged adjusting knob. Catalog # = cdh33. The analysis results found that the device was received with staples present and with the breakaway washer and the anvil missing. No functional test could be performed, as the rotating knob was noted to be damaged not allowing the device to close. The device was disassembled to verify the condition of the internal components and the knob-rotating pin was noted to be broken, not allowing the device functioned as intended. Although no conclusion could be reached as to how the rotating knob became damaged, the damage to the rotating knob may have been due to an excess force applied while trying to close or open the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon procedure, the knife followed the head when opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Received the following response on (B)(6) 2010: the anvil pin was dislodged and the instrument could not be used/closed at all.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.